Event description:
It was reported to philips that the device fails the operational check at the etco2 test. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the etco2 operation check failure. The device needs a etco2 module. It was determined that this was a malfunction of the eco2 module. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.